Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of this pacemaker device indicated that allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker device was explanted due to an early replacement. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker device was explanted due to an early replacement. No additional adverse patient effects reported.